Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear during preparation, aspiration of air occurred right after dilator removal and through the airlock valve. Hemostatic valve can lead to potential air embolism, which did not happen in this patient. To solve the issue the device was replaced, and the procedure was completed without patient complications. No error messages displayed, there is no electrical connection between the sheath and the generator. Fluid leaking from proximal end of the handle. No damage to the luer. Pump used was a pressure bag. The sheath is expected to be returned.

Event description:
It was reported that a faradrive steerable sheath clear during preparation, aspiration of air occurred right after dilator removal and through the airlock valve. Fluid was found to be leaking from proximal end of the handle. To solve the issue the device was replaced, and the procedure was completed without patient complications. No error messages displayed, no damage to the luer reported and irrigation was performed with a pressure bag. The sheath has been returned.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve. With all the available information, boston scientific concludes the reported leak and air ingress event was confirmed.